Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with an unspecified juvéderm in the chin with cannula and patient "suffered an arterial compression to the chin". Patient was "fine immediately after, no pain no blanching." The next day patient saw another healthcare professional "due to blanching at the mental crease and pogonion." Patient was "treated with 1.5 ml hyaluronidase, warm compresses, and baby asa." All resolved and was seen the next day by a healthcare professional for follow up. Healthcare professional also noted when injecting that "the cannula seemed in the right plane, it slid smoothly and was visible, I aspirated and kept it moving and there was no pain or blanching."